Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected. It was noted that the x ray dot, cam mechanism and cam pillar were dislodged; therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled and passed testing. A review of manufacturing records found no discrepancies when the device was released to stock. The root causes for the dislodged x ray dot, cam pillar and cam mechanism, is due to the valve receiving a knock. The root cause of the corrosion could not be clearly determined. The x ray dot, cam pilar and cam mechanism dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve had x-ray marker displacement approximately 10 years after implantation, the patient was having neurologic deficits and hydrocephalus, and the valve was revised. The valve was implanted via vp-shunt in 2008 due to non-communicating hydrocephalus. The initial setting was unknown. In 2016, the patient fell, imaging at the time confirmed the x-ray marker to be intact. Although the physician suspected valve dysfunction, the device was left in place and programming changes were done for evident hydrocephalus. However, in 2017, imaging revealed the marker to be displaced. It was noted that the patient was having frequent falls. The most recent follow up clinical visit revealed that the white marker and distal (non-codman) catheter were displaced, and the patient was experiencing cognitive decline and gait disturbances. The revision surgery was performed with another hakim valve with 80mmh2o. It was noted that both catheters, ventricular and distal are non-codman devices. No further information was provided by the hospital. The product will be returned to yours site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The previous report indicated that the device had been returned, but did not include the date of return. This report has been updated by the additional information.